Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needles 32g x 4mm experienced no insulin flow. The following information was provided by the initial reporter: from phone call on (B)(6) 2023 21:41:11: consumer stated, when taking his injection, no insulin flows. Stated, last night 3 pen needles failed but the 4th one worked. Stated, he does not prime before taking injection but will try it going forward. I also spoke with consumers spouse who provided contact information.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. H6: investigation summary customer returned (3) unopened pen ndl 32ga 4mm pro pen needle loose from lot# 1320836. It was reported by the consumer that 3 pen needles clogged. All returned pen needles was visually examined using magnification and observed no damages. All the pen needles were tested for clog and observed proper flow without any clog issue. Hence, the alleged issue could not be confirmed based on the samples return for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needles 32g x 4mm experienced no insulin flow. The following information was provided by the initial reporter: from phone call on (B)(6) 2023 21:41:11: consumer stated, when taking his injection, no insulin flows. Stated, last night 3 pen needles failed but the 4th one worked. Stated, he does not prime before taking injection but will try it going forward. I also spoke with consumers spouse who provided contact information.